Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless foot switch intermittently disconnected from the system. The system was in clinical use at the time of the reported event. The procedure was completed using the wired foot switch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use. The procedure was completed as planned with the use of the wired foot switch. A philips field service engineer (fse) inspected the wireless foot switch (wfs) onsite and was not able to reproduce the reported issue. Troubleshooting performed by the fse concluded that the connection was working correctly and there were no signs of physical damage the fse verified each pedal and confirmed that the wfs was functioning normally. The fse cleaned the wfs and ran functional tests once more and the system was returned to use in good working order. The codes were updated based on the investigation outcome.